Event description:
It was reported that during a gastrectomy procedure, the staples were malformed. Another device was used to compete the case. There was no pt consequences.

Manufacturer narrative:
Date sent 10/12/2004.